Event description:
Pt had a textured left breast implant and has complaints of pain in her left breast and surrounding area, pain in her left arm and axilla and swelling in her left breast. The textured implants have been linked to anaplastic cell lymphoma (bia-alcl).